Event description:
It was reported that during the procedure involving a transcatheter aortic valve implantation, while opening the valve jar lid, a broken seal was observed and pieces of the seal were floating in the jar. A new valve was used for the implant. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the lid of the valve jar was difficult to open.

Manufacturer narrative:
Updated data: b5, e1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that the device was received in its original product packaging. There was no presence of damage to the outer packaging. There were glutaraldehyde stains. The jar safety seal was broken. Due to the receipt condition, a torque assessment to evaluate against the ¿difficult to open jar¿ allegation could not be performed. It is possible a reading from the torque tester would be unreliable as the jar has been previously opened. There were gasket remnants on the rim of the jar. There was no presence of crystallized, dried glutaraldehyde along the threads of the jar. There were no loose pieces of gasket noted on the rim and outside of the jar. There was presence of white particulate in the solution. There was no damage to the threads of the lid. Pits and peeling were observed on the gasket. There were no loose pieces of gasket noted inside of the lid and the temperature indicator was not activated. The mold cavity number on the jar was 12 and the mold cavity number on the lid was 1. White particulate was found in the jar and/or lid upon opening. Fourier tra nsform infrared (ftir) analysis have confirmed the white particulates were from the gasket inside the lid. As a result, no further particulate analysis is required; a visual inspection using a microscope at 10x magnification is sufficient. Updated d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.